Event description:
Guest was using toothbrush replacements for toothbrush, turned toothbrush in mouth to brush bottom teeth, toothbrush head hit upper right side, chipping a tooth. Dentist appt scheduled.